Manufacturer narrative:
Product analysis: analysis was unable to confirm the customer comment of signal noise on the electrogram (egm). Analysis also noted that the radio frequency (rf) programmer head cable was slightly stiff however was functionally ok. The programmer and head passed all final safety, console and systems tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer made a noise on the atrial lead. It was noted that the noise did not cause any issues. No patient complications have been reported as a result of this event. The programmer was returned for service.